Manufacturer narrative:
The customer's experience with the system not correctly detecting the loaded syringe was confirmed during testing and was found to be the result of using a device attached to the syringe with a diameter larger than the diameter of the syringe barrel. The software version showed no relevance in determining the syringe size. Testing performed on the returned syringe module found with the use of a syringe attachment with a diameter larger than the syringe barrel will cause the syringe module to incorrectly identify the syringe. Testing performed using pcu v12.0.10 and syringe module v9.15.1.2 had the same results. When using the phaseal adapter the syringe module detected an incorrect syringe. The directions of use and syringe module loading tip sheet both warns against adding components to the syringe that are larger than the diameter of the syringe. Such attachments may prevent the device from correctly recognizing the installed syringe. The syringe loading instructions can be seen in the appendix under reference material. Asm testing found the device operating in specification. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Device incorrectly identfying syringes after 9.33 upgrade no fault found. It was reported that after a software upgrade to version 9.33 in (B)(6) 2019, the correct syringe size is not being identified. This is occurring in an infusion center that administers chemotherapy with a syringe and phaseal attached at the luer lock. The problem is occurring with 3ml and 5ml bd syringes. A 12ml non-bd syringe is the first syringe that has been recognized correctly by the device. The customer states no patient harm or medical intervention related to this problem as it was occurring prior to infusion.